Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from between the white twist sleeve and main body. The location of the leak was described as, ¿the lock between clamp and main body¿. This occurred during an unspecified process step of pd therapy. To resolve the issue, the transfer set was replaced. The transfer set was used for nine (9) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: initial reporter first name is - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.